Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited an episode of inappropriate shocks due to oversensing. No other information was provided. This lead was explanted two years after implant. No further adverse patient effects were reported.